Manufacturer narrative:
The field service engineer (fse) was dispatched on (B)(4) 2015. The field service engineer (fse) confirmed tubing at wire marker wm 207 on the blood sampling valve (bsv) caused the leak and wbc vote out. The fse replaced the tubing resolving the issues. The instrument ran without further issues and all repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported approximately 4 oz. Of clear colorless uncontained fluid leaked from the coulter lh 750 hematology analyzer while cycling patient samples. There were no error messages reported by the customer at the time of the event. The customer also reported a wbc vote out on one patient sample during the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.